Manufacturer narrative:
Based on the information provided. The root cause of this complaint cannot be determined. No portion of the device was reported available. Reference mvi: (B)(4).

Event description:
It was reported that during a transcaval coiling treatment, difficulty during advancement of the catheter was encountered. The site was accessed and coils were placed into catheter successfully. The coil in complaint would not advance out of the catheter tip. Upon withdrawal, the coil prematurely detached from the delivery pusher. The coil could not be pushed or flushed. The device was pulled from the catheter and reported to stretch. The device was removed and the same catheter was used to deploy additional coils. No additional intervention was reported. No patient injury was incurred due to this incident.